Manufacturer narrative:
The insulin pump passed the priming, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The drive support disk was inspected and there was no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and loose drive support cap. Customer's blood glucose level was 547 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with a manual injection. Customer experienced extreme thirst and advised they had a bent cannula. Customer advised the drive support cap was flush. Customer's alarm history showed no delivery alarms. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer advised the cannula was occluded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.